Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was isolated to user not filling the device properly. It was determined that they filled the device with sterile water without adding in the cleaning solution. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. ¿turn control module power off. ¿attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿the fill reservoir screen will appear. Follow the directions on the screen. ¿add one vial of arctic sun temperature management system cleaning solution to the first bottle of sterile water. ¿the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿when the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error) exp:6 act: 31.1 when the device was powered on the device alarmed of being empty. It was determined that they filled the device with sterile water without adding in the cleaning solution. They would fill the device properly and call back to troubleshoot the calibration error 80. Per wo update from tech support on (B)(6)2024, it was noted that they were able to fill the device with the proper methods using cleaning solution. They still received error 80 during calibration expected, 6 actual, 24.9. Failed mixing pump, they will replace the mixing pump in house, parts and price provided. Also stated that they will purchase a level sensor too just as a precaution. Per additional information received from biomed via phone on (B)(6)2024, they confirmed replacement of the level sensor and device was back in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error) exp:6 act: 31.1. When the device was powered on the device alarmed of being empty. It was determined that they filled the device with sterile water without adding in the cleaning solution. They would fill the device properly and call back to troubleshoot the calibration error 80.